Manufacturer narrative:
Other applicable components are: product ID: 8840, serial# (B)(4), product type: programmer, physician.

Event description:
Additional information indicated that the patient was receiving therapy.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_prog, product type: programmer, physician.

Event description:
Information was received from a company representative regarding a patient in (B)(6) who was receiving baclofen 2000 mcg/ml; 480 mcg/day via an implantable pump. The date of the event was (B)(6) 2016 and the event occurred during the procedure. It was reported the pump was programmed including an on table prime. Following the implant the pump was re-interrogated. The prime was not completed prior to the pump being implanted in the patient because following implant, the pump was reinterrogated and it was discovered that a bolus duration of 12 hours was entered instead of 12 minutes. The patient therapy was delayed due to the incorrect time being programmed for a pre-pump priming bolus. Troubleshooting was performed; in consultation with the physician, the bolus was stopped bolus and the daily rate was reprogrammed. It was calculated how long the patient would be without drug, the doctor was advised and the doctor planned to keep the patient in the hospital for monitoring until therapy was resumed. At the time of this report, it was unknown if the issue was resolved and patient status was alive; no injury. Surgical intervention did not occur and was unknown if it was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.